Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. Quality was unsuccessful in securing the device for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4455029. The most likely root cause of the event cannot be determined at this time. If the device or additional information is received, quality will re-evaluate this event in accordance with procedures.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a partial separation within abrasion on the longer exhaust tube of the pump. Testing revealed this to not be a site of leakage. Partial separations within abrasion were also noted on the inlet tube of the pump. Testing revealed these to not be sites of leakage. No functional abnormalities were noted with any of the components returned. Because no functional abnormalities were observed during testing, quality cannot confirm the reported complaint nor determine the cause of the reported event. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing break - exhaust tubing.